Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Utilization of permanent his-bundle pacing for management of proarrhythmia related to biventricular pacing. Pace. 2017; 40:451¿454. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding management of proarrhythmia related to biventricular pacing. The article noted the patient developed pericardial tamponade post-implant. The patient additionally experienced ventricular tachycardia (vt) and mild hypotension requiring external electrical cardioversion. It was noted the patient developed ventricular proarrhythmia. The device was reprogrammed from biventricular to monochamber pacing. Due to patient condition, the article noted the patient received a device upgrade. The lv lead was capped and replaced during the device upgrade. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.